Event description:
During device preparation, catheter showed no contact force when connected. The catheter was reconnected with no success. The catheter was exchanged, and the same error occurred. The catheter was exchanged for a third time which resolved the issue. Procedure was completed with no adverse health consequences to patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.